Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable clamp" alarm with cassette. No patient injury reported.